Event description:
International customer reported that a patient underwent a laparoscopic hernia repair with mesh implant. The patient complained of significant pain following the procedure. The patient was returned to surgery at which time the reporting surgeon observed a small portion of the bowel adherent to the mesh.

Manufacturer narrative:
Adhesions - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.